Event description:
Upon interrogation, prior to device implant, the device was unable to be interrogated and an alert was observed. No patient was involved.

Manufacturer narrative:
Additional information: the complaint of unable to interrogate was confirmed. The device was received for investigation and analysis of the device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced.